Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 63615 was returned and analyzed. Visual inspection of the sheath indicated a shaft kink 2.3 inches from the tip of the shaft. In conclusion, the sheath failed the return product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of spec per the manufacturer¿s investigation.